Event description:
Profound and permanent neurological injuries impacting both her hands and feet [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Hematological injuries [blood disorder]. Requires use of a walker [mobility decreased]. Case description: an attorney reported that his (B)(6), female, client, used fixodent denture adhesive, version unk and reported the following: profound and permanent neurological injuries impacting both her hands and feet, severe and permanent physical injuries, zinc poisoning, copper deficiency, hematological injuries, requires use of a walker. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.